Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: (B)(6), upn: (B)(4), model: db-4600c, serial: na, batch: (B)(4).

Event description:
A report was received that during the initial implant procedure the patient developed what was described as a hypoxic event that potentially led to a frontal lobe stroke. The patients oxygen levels dropped significantly after the anesthesia. The procedure was aborted after only the burr hole covers having been implanted. Per the physician assessment the event was not due to the devices. The patient was hospitalized and remained under monitoring.